Event description:
It was reported that during sterile processing, it was observed that the motor device had a hole in the hose. During in-house engineering evaluation, it was observed that device failed safety assessment and ran in the load position. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, adverse events or prolonged hospitalization. All available information has been disclosed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device ran in load position and failed safety assessment. It was determined that this was due to use error by continually running the device in the load position. The assignable root cause was determined to be due to misuse, abuse and/or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.